Event description:
It was reported that a user wearing a g7 sensor contacted support after a supply change to verify correct sensor function and confirmed real-time readings, with a measured glucose of 62 mg/dl and plans to treat with oral carbohydrates; troubleshooting and education were completed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and no escalation of care. Investigation included remote troubleshooting and education to verify sensor operation and review corrective actions. Investigation of this case revealed no device malfunction reported or observed, and the event was consistent with hypoglycemia of unclear cause following routine use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.